Event description:
According to the reporter, the patient was undergoing home peritoneal dialysis until the weekend of (B)(6) 2025. The patient experienced problems with the cycler (low ultrafiltration and drainage volume). Audible or visual alarms were generated. There was no reported patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was undergoing home peritoneal dialysis until the weekend of (B)(6) 2025, which was the confirmed date when the patient experienced problems with the competitor's cycler, including low ultrafiltration and drainage volume. Audible and/or visual alarms were generated, and difficulty in drainage was observed prior to use of the catheter on the same day. No flush was performed prior to using the catheter. No other products were used with the catheter. There were no other defects or damage to the catheter. The cleaning agents typically used to fully clean the catheter were saline solution and chlorhexidine aqueous. No ointments were used in the exit port. The wound dressing used was non-woven gauze pads, and these dressings did not include any cleaning agent or antimicrobial properties. Daily care was performed. The cleaning agents never changed over the life of the catheter. The patient¿s pd therapy was not completed. Blood pressure and weight gain, as well as a rise in blood potassium, were noted as patient injuries related to the event. There was no leak, no blood loss resulting from the incident, and no blood transfusion required due to the problem experienced. Additional medical interventions or treatments as a result of the event included increased diuretics and antihypertensives prior to going to the pavilion (operating room).

Manufacturer narrative:
New information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury additional information: a1, a2, a3b, b1, b2, b3, b5, d6a, e3, g3, h1, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was undergoing home peritoneal dialysis until the weekend of (B)(6) 2025, which was the confirmed date when the patient experienced problems with the competitor's cycler, including low ultrafiltration and drainage volume. Audible and/or visual alarms were generated, and difficulty in drainage was observed prior to use of the catheter on the same day. No flush was performed prior to using the catheter. No other products were used with the catheter. There were no other defects or damage to the catheter. The cleaning agents typically used to fully clean the catheter were physiological serum and chlorhexidine aqueous. No ointments were used in the exit port. The wound dressing used was non-woven gauze pads, and these dressings did not include any cleaning agent or antimicrobial properties. Daily care was performed. The cleaning agents never changed over the life of the catheter. The patient¿s pd therapy was not completed. Blood pressure and weight gain, as well as a rise in blood potassium, were noted as patient injuries related to the event. There was no leak, no blood loss resulting from the incident, and no blood transfusion required due to the problem experienced. Additional medical interventions or treatments as a result of the event included increased diuretics and antihypertensives prior to going to the pavilion (operating room).